Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4: unique device identifier and serial number not available. Upon investigation of the actual device of this incident, a technical support specialist (tss) found that the patient was present but not active on checking mql (myqlink). The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the user tried to pull a medication for patient, but the patient did not show up on list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.